Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and did not deliver pacing when required. As a result, the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.